Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus, supply change and a manual correction injection was delivered to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged screen on/ quick bolus button issue was not verified, the alleged high bg issue was also verified, however, no failure was identified.